Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms for over a year. This implanted system is currently programmed to vvir and unipolar pacing/sensing. In addition, there were no recent stored events. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).